Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that patient underwent cystoscopy, urethrolysis and excision of eroded sling on (B)(6) 2009 due to urinary retention, s/p sling erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2014 due to patient¿s pain in groin area.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent a fractional duction dilatation and curettage on (B)(6) 2011 due to irregular cycles and excessive vaginal bleeding. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, dyspareunia and emotional and psychological injury. (B)(4).